Event description:
A healthcare professional reported that within three weeks of implant placement the patient experienced numbness and/or sensitivity on tooth location number 31. It was stated that "too much pressure applied to mental and/or inferior alveolar nerve." It was reported that the device was removed but was not replaced and no additional procedures were performed. It was reported that it is too soon to know if the patient has experienced permanent injury and if they will need additional procedures. It was reported that at the time of the surgical procedure the patient's bone quality was type iii with good oral hygiene.

Manufacturer narrative:
The patient's ethnicity/race was reported as caucasian by the healthcare professional. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for glidewell ht implant lot# 6258376 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot# 6258376 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. An abutment was attached to the implant. The implant was verified to be a glidewell ht implant ø5.0 x 10 mm (70-1189-imp0015) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: the root cause could not be explicitly determined. A potential root cause is that there were biocompatibility complications with the patient which could cause the patient to have sensitivity with the implant. Another potential root cause is the puncturing of a vital structure which could cause the pressure and numbness the patient felt. Manufacturer internal reference number: (B)(4).